Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the patient¿s case was on (B)(6) 2014. It was believed that both leads and extensions were to be replaced.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the lead fractured. It was noted that the outcome was resolved without sequelae on 2014-may-27. It was noted that the interventions included replacement of the leads on (B)(6) 2014. It was noted that the diagnostic methods included leads misfiring. It was noted that fluoroscopy showed lead fracture on (B)(6) 2014. It was noted that the event was related to the device or therapy and not related to the implant procedure. It was noted that signs and symptoms included increase in pain and jolting feeling from stimulator. It was noted that the severity was moderate.

Event description:
It was reported that starting approximately 1-1.5 months ago, the patient started having situations where the device acted like it was working intermittently. It was noted that the patient could be walking and then it would go ¿wide open¿ down his leg with uncomfortable stimulation, and then suddenly act like it was not even on. It was noted that if the patient was on his side, it was ¿wide open.¿ the reporter noted that the patient described burning sensation in the leg and a surging sensation. It was noted that the patient would turn stimulation almost to the max and not feel it and then suddenly he felt the leg burning. The reporter stated that when the patient drove the car at normal speeds he got aching in his legs. It was noted that the patient had a short in the past in one of his leads last (B)(6) 2013 and it would jolt him ¿wide open¿ every 20 seconds. The reporter noted that it started in the same timeline that the patient went and had one of the manufacturing representatives shut off the shorted electrode. It was noted that it resolved the issue but the patient did not get the same quality coverage. It was further reported that one month prior to the report, the patient had symptoms all over the body of ¿zaps¿ occurring while changing positions and less than 50% therapy relief. It was noted the patient denied falling. The reporter noted that the leads had high impedances of greater than 40,000. It was noted that the following electrodes had the issue during a positional impedance check: supine: 1, 2, 6, 10, 12 left: 1, 2, 6, 10, 11, 12, 15 right: 1, 2, 6, 10, 11, 12, 13, 15 prone: 1, 2, 5, 6, 10, 12, 13, 15 upright: 1, 2, 10, 11, 12, 15 the reporter stated that they were able to reprogram with coverage but the patient was concerned additional electrodes would go out. It was noted the patient had an appointment on (B)(6) 2014 with the health care professional. It was noted that the patient had a lumbar 4/5 fusion surgery on (B)(6) 2013. Additional information received reported that the patient was going to be seen on the week of the report. It was noted that it was possible that the manufacturing representative met with the patient back in (B)(6) 2013 but it could not be confirmed. The reporter could not confirm whether anything was wrong or not wrong with the system.

Event description:
Additional information received reported that the patient had a "revision" on (B)(6) 2014. It was noted that the implantable pulse generator (ipg), leads and extensions were explanted and an ipg and leads were implanted. It was noted that the patient was doing well and would be seen in the following week for post-operative programming.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the event was migration and fracture of the leads. The event was attributed to the leads. A surgical replacement took place on (B)(6) 2014. A new implantable neurostimulator (ins) and leads were placed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a revision surgery was being scheduled. It was noted that it appeared on the x-ray that near the fusion pins, there was a bend/fracture in the extension wires. It was noted that this may have caused the high impedances. The reporter noted the plan was to replace the extensions and leads.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found insignificant anomalies and was functionally okay. Analysis of the extension ((B)(4)) found no anomaly. Analysis of the extension ((B)(4)) found no anomaly. Analysis of the lead ((B)(4)) found the conductor broken and the anchor site unknown. Conductors #2 thru #7 were broken 21.8 cm from the distal end and were open during a functional test. It was noted that there were no shorts in between the circuits. Analysis of the lead ((B)(4)) found the conductor broken and the anchor site unknown. All conductors were broken 21.5 cm from the proximal end.

Event description:
Additional information received reported that the patient was seen post-operative on (B)(6) 2014. It was noted that the patient had "perfect coverage" and was very happy.

Event description:
Additional information received reported that the patient recovered without sequela after the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.